Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patient's left hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. All of the devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A clinical investigation could not be performed as smith and nephew has not received the explanted devices or adequate patient-specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.

Event description:
It was reported that after a primary left bhr hip surgery was performed in (B)(6) 2007, the plaintiff experienced pain and discomfort in the region nearby the prosthesis. The patient also presented sustained abnormally elevated cobalt and chromium levels in blood. The patient underwent a revision surgery in (B)(6) 2018 to address the issue. The current state of health of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).